Manufacturer narrative:
A ge representative evaluated the system and replaced the remote user interface cable. The system operates as intended.

Event description:
The customer reported that there was a loss of motorized movements. When the motorized movements are completely down, the cranial and caudal movements are not available. There is no report of injury or death.